Manufacturer narrative:
Patient's identifier was not provided. If the requested information becomes available, supplementary report will be submitted. Implanted and explanted dates are unknown lot and part information is unknown. If additional information becomes available a supplementary report will be submitted. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced loss of implant to osseointegrate

Manufacturer narrative:
Follow-up submitted to report device evaluation.

Manufacturer narrative:
Follow-up submitted for additional information. Updated section b4 for report submission date, g1 for follow-up report submitter, g3 for awareness date and g6 for report type and follow-up number. Updated h2 for follow-up type. Patient identifier is unknown.